Event description:
Customer initially reported receiving error message and was unable to test while using the compact plus system. Customer reported she ended up in the hospital because she was unable to test. Customer reports she was hospitalized due to diabetes and was treated for diabetes. Customer did not recall her blood glucose readings or the treatment she received while in the hospital. Customer declined to provide any additional info. A request was made for return of the suspect product and a replacement was sent.